Event description:
Consumer reported that he developed pain following a hernia repair in 2008. The pt was returned to surgery about 2 months later for device explant. The pt reports continued pain and nerve damage.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.